Event description:
It was reported that the ilet became unresponsive with the screen not unlocking, during which the patient¿s blood glucose was high at 495 mg/dl; the device was restarted via the mobile app and subsequently unlocked, and the caregiver proceeded with a full supply change. Customer care provided support that included customer troubleshooting and user education. Investigation of this case revealed that the device function was restored after a restart and that high glucose occurred prior to supply change. No symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of therapy without hospitalization. It was concluded that the event was consistent with hyperglycemia associated with a transient device unresponsiveness that resolved with restart and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.